Manufacturer narrative:
This report is being filed on an international product, list number 02g23-25 that has a similar product distributed in the us, list number 04p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect hbsag qualitative ii results and false positive architect hbsag qualitative ii confirmatory results on one patient. The results provided were: on (B)(6) 2020; sid: (B)(6); initial architect result = 2.03 s/co (reactive), repeated 2.01 s/co (reactive), 1.99 s/co (reactive) (>/= to 1.00 s/co = reactive), confirmed with neutralizing assay c1 0.213 s/co, c2 1.826 s/co (reactive), neutralization results 100.55%; diasorin xl = negative (0.045 iu/ml). No impact to patient management reported. This report captures the false positive architect hbsag qualitative ii confirmatory assay.

Manufacturer narrative:
New information can be found in section d4 lot number.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as the sample was not available for return. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Testing of negative panels, which mimics patient samples, was performed using an in-house retained kit of architect hbsag qualitative ii confirmatory lot 13250fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii confirmatory, lot 13250fn00 was identified.